Event description:
Patient was implanted with hindfoot arthrodesis cannulated nail on an unknown date. Patient fell and it was discovered the patient broke the tibia above the nail on (B)(6) 2012. Patient was returned to the or on the same day with surgeon wash out the open fracture. The next day (B)(6) 2012, patient was returned to or, hardware was removed. Surgeon attempted to implant a competitors nail to preserve the ankle fusion. The bend in the nail caused mal reduction of the tibia fracture and attempt was aborted. Surgeon then decided to use a 12 hole lcp low bend plate which was implanted with successful fixation and reduction of the fracture. The procedure was completed. This is 7 of 7 reports for this event.

Manufacturer narrative:
Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.

Manufacturer narrative:
Without a lot number the device history records could not be reviewed. The investigation could not be completed; no conclusions could be drawn, as no product was returned.